Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump indicated for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the pump in the patient¿s ¿stomach¿ had not worked for ¿6 months maybe.¿ it was related that the pump was going to stop working by their healthcare professional (hcp) so the hcp filled the pump with saline and then the pump died. It was noted that morphine was in the pump ¿the last few times,¿ with marcaine in the pump at one point but morphine was taken out of the pump way before the ¿pump was going to die¿ because the hcp did not want to risk the pump dying with morphine still in the pump. So the hcp took morphine out months earlier before the pump was going to die, filled it with saline, and then when the pump finally died, the hcp turned the alarms and everything off. It was confirmed that saline was in the pump when the pump stopped working. It was also mentioned that the printout given to the patient around that time had that the pump was going to potentially last another six months and did not understand why they took the medication out of the pump early. It was indicated that they stopped the ¿noise,¿ but somehow the pump got ¿reactivated¿ as the patient was hearing the pump alarm since their stay in the hospital (which was indicated to be unrelated to the pump). The patient had been in the hospital for nine days now (hospital stay was unrelated to the pump) and had been put through several x-rays and cat scans at the hospital that had caused the ¿morphine pump¿ to beep or ¿chirp¿ every 10 minutes for the last five days. It was stated that the reason for calling was because the pump wouldn¿t stop making noise and they wanted a manufacturer's representative to turn the alarm off. The patient was redirected to their hcp. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient was out of the hospital now and when they were in the hospital the pump started alarming but the hcp would not let the manufacturer's representative come to the hospital to turn off the alarm. The patient wanted to have the pump turned off. The patient was redirected to their hcp. No further complications were reported or anticipated.